Event description:
The doctor reported the implant was removed due to osseointegration failure approximately one month after implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was good. No significant findings were observed during the implant removal surgery. The patient will need another surgical intervention.